Event description:
A customer called with a complaint that pt is getting erratic results, for example 52 mg/dl followed immediately by 222 mg/dl. The customer did not have the requisite supplies to check the meter. It was also learned that the customer has been using excel off brand reagent strips. The differences in the readings, if acted upon, could be clinically significant. Bayer does not provide or support the use of off brand reagent. The requisite supplies for testing the meter were sent to the customer. During follow-up, the electronics of the meter were checked and found to be satisfactory. However, the meter did not count down properly. Because the meter was not behaving in an expected manner, a request was made to return the meter for evaluation. In the meantime, a replacement unit was provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.